Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 6/5 x 10mm (xiitp6510) was returned for investigation attached to a low profile abutment (image 1-2). Visual evaluation of the as returned product identified moderate signs of wear from use. Product matched print specification where measured (cal 8254, jun 11 2021). No pre-existing conditions were noted on the per. The reported product was located on tooth # 4 (universal) and used for approximately 6 months. The reported event could not be recreated due to the nature of the dental device and event (medical condition). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2019052376. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019052376) for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant was placed on (B)(6) 2020 at tooth location 4. General dentist was removing temp prosthesis and torque testing implant when the implant was pushed into sinus. Implant was removed (B)(6) 2020. Noted inflammation and delayed healing. No further injury reported for patient. No relevant patient history reported.